Event description:
It was reported that the patient experienced bradycardia, and the right ventricular (rv) lead exhibited loss of capture and high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.